Event description:
A cook renu aaa stent graft was used to intervene in 2008 for another manufacturer's migrated stent graft. On (B)(6) 2011, at a routine follow-up, it was found that the cook graft had migrated with a proximal type I endoleak. Also, the bare stents of the cook stent graft had come close together. Currently, the aortic neck is 29 mm in diameter without calcification or thrombus but with slight angulation. The current aneurysm size is unknown, and the iliacs are severely tortuous. The migration was attributed to the aortic neck dilatation. On (B)(6) 2011, another manufacturer's cuff was implanted to intervene proximally. However, after deployment, the other manufacturer's device could not be withdrawn through the constricted area of the cook stents. A brachial approach to deliver a wire and a balloon was then performed to expand the constricted area of the cook's stent struts. The other manufacturer's device was then removed successfully. The patient outcome was requested but not provided by the reporter.

Manufacturer narrative:
(B)(4) additional surgical repair is not specifically labeled in the IFU. (B)(4) migration is labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to migration, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. The complaint device was implanted to repair another manufacturer's migrated endograft. Follow-up (B)(6) 2011 revealed the complaint device migrated due to continued growth of the proximal neck aneurysm. Continued disease progression and patient anatomy resulted in migration of the device. The cause of difficult delivery system removal is unknown. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.